Event description:
It was reported that the atrial lead had insulation breach which may be secondary to electrocautery. Break seen around suture sleeve. The lead was explanted and returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.